Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 394 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had a magnetic resonance imaging (MRI) this morning and the pump did not show a motor stall recovery. The healthcare provider (hcp) changed the flex programming and updated the pump but the pump was still stalled. Technical services recommended periodically re-interrogating the pump for motor stall recovery. Reviewed recovery time expectations.